Event description:
Reporter stated that while testing her blood in the past she has received the er1 message. Reporter merely retested and rec'd a satisfactory blood glucose reading. Co reviewed technique. Reporter does perform the control solution test and co reviewed that technique also.